Event description:
It was reported that following the implantation of an advance sling, the patient experienced worsened incontinence. Another continence device was placed on (B)(6) 2016. No further patient complications were reported in relation with this event.